Event description:
It was reported the patient received assistance from their doctor and medtronic representative and their concerns were resolved on (B)(6), 2014. It was noted the patient did not have concerns regarding their device, and they needed "stronger medical".

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. The manufacturing (B)(4).

Event description:
Additional information received reported that the event was 4 days post-operative. It was noted that the cause of the event was unknown. It was noted that impedances were unknown. It was noted that there was no surgical intervention. It was noted that the patient had follow-up with the surgeon on (B)(6) 2013. It was noted that the patient had sharp pain on both sides of the ribs. It was noted that the patient did not require hospitalization due to the event. It was noted that the patient had no injury as an outcome. It was noted that the patient had an appointment at the pain clinic on (B)(6) 2013 and stated that the stimulator was controlling the "fire" pain in their leg.

Event description:
It was reported that a patients ribs feel like they are broken. Patient was implanted with a spinal cord stimulator on friday. Patient¿s surgery site and ribs were hurting since friday. Patient had ice on her back and stomach. Patient was in the hospital friday and most of saturday.

Manufacturer narrative:
(B)(4).